Event description:
It was reported that the customer was not able to perform the manual prime, and insulin squirted out from the reservoir. The activate button was pressed continuously, but the numbers did not appear on the screen. It was mentioned that the customer changed the reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.